Manufacturer narrative:
It was reported to abbott; a patient¿s inoperable ipg was explanted and replaced. Patient has effective therapy and no complications occurred during the procedure. It was reported the patient stopped charging the device in (B)(6) 2020. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the patient stopped charging their ipg as recommended, rendering their ipg inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced, resolving the issue.